Manufacturer narrative:
Initial reporter phone #: (B)(6). Bd received five samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of damage in centrifuge with the incident lot was not observed as all samples met the required specifications. Additionally, 200 retention samples were inspected, no issues were observed as all retention samples met specifications. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plastic k2edta tube with lavender bd hemogardtm closure broke during centrifugation. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2017.